Event description:
While performing balloon valvuloplasty with a 20mm x 6 cm tyshak ii balloon, the balloon was inflated and ruptured at 4.4 atmospheres. It ended up being a circumferential rupture causing the top half of it to separate from the bottom half. The top half of the balloon was removed through the sheath in the femoral artery attached to the outer portion of the balloon catheter. The inner core of the balloon catheter separated from the outer catheter and the top half of the balloon was attached to this inner core. This portion of the balloon could not be removed through the femoral artery sheath. By a process of inserting progressively larger sheaths, the upper portion of the balloon and the inner core of the balloon catheter were removed through a 12 fr sheath. The balloon parts were inspected and found to include the entire balloon.